Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: during investigation, the ok keypad button was found to be inoperable. All other keypad buttons functioned properly. The keypad was torn below the contrast button. The keypad was removed to find the keypad flex torn.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.